Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the ins was overdischarged due to patient compliance. Attempts to communicate with the ins were unsuccessful. A pmr was done and normal charging was attained. The ins was charged to 50% and the por was cleared. The patient was receiving effective therapy and was instructed to charge the ins to full daily for the next 2 weeks. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient was unable to connect to either of their implants using the patient programmer/ins recharger, and therefor they could not charge. The patient was seeing a reposition antenna screen with both ins'. The patient had recently gone through a courthouse metal detector and wondered if that could have caused the issue. The last charging session was more than 1.5 months prior to the report. The patient was experiencing a return of headaches due to the therapy being off and so they were redirected to their managing physician to address the possible overdischarge. No further complications were reported.